Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before a surgery, the phacoemulsification handpiece became hot and displayed as system message. Procedure details and patient impact have not been provided.

Manufacturer narrative:
This complaint was opened to address a reported event of temperature high. The handpiece was confirmed, to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known, previously investigated issue. It is important to note, that the elevated shell temperature of the handpiece is not instantaneous, as a result of this event. It gradually increases with use, and can take up to approximately 5 minutes to heat up. During product-use training, the surgeon is advised to discontinue use of the handpieces, if there are any indications of the handpiece reaching its end of life.   Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis, by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. The customer returned their phaco handpiece (hp) for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The hp was received for evaluation. A visual assessment of the returned sample found a dent on the irrigation line. The returned handpiece was connected to a resistance test box, which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed, which found the handpiece to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).